Manufacturer narrative:
The reported event of high capture threshold was confirmed. A partial lead was returned in one piece for analysis. Multiple external insulation abrasions were found at the distal region of the lead breaching the outer insulation and exposing the outer coil. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to another device or feature of the patient anatomy.

Event description:
It was reported the patient presented to the hospital for a lead extraction. Prior to the procedure, it was noted the atrial lead had a high capture threshold. During the procedure, a thrombus was found on the atrial lead. The atrial lead was explanted and replaced with a leadless pacemaker. The patient was in stable condition.